Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and after troubleshooting found that the battery was not placed properly. The fse fixed the issue, and the unit is now working within specifications. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that the batteries on the cardiosave intra-aortic balloon pump (iabp) were not reading. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine start up the batteries on the cardiosave intra-aortic balloon pump (iabp) were not reading. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health impact code).

Event description:
N/a